Event description:
Reporter reported that an mr290hfv autofeed humidification chamber overfilled into an nippv breathing circuit when it was being set up for use. No patient consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device in order to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The mr290 humidification chamber can overfill if both the primary and secondary floats get jammed and fail to stop water from flowing into the chamber once the water reaches the limit line. Our investigations to date have found that this happens when the chamber sustains an impact due to being dropped on the area around the float hinge bracket. Autofeed humidification chamber overfilling is a known problem with an occurrence rate of approximately 0.002% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.